Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2014. (B)(4).

Event description:
It was reported that post-operatively, the right ventricular (rv) lead appeared to be functionally normally but a week later the lead was not sensing or capturing. The patient complained of mild chest pain and perforation was a possibility. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.